Event description:
Customer was hospitalized for low bgs. The customer was found on the floor and transported to the hospital. It was stated that the doctor wanted the pump to be tested before placing the customer back on the device. Troubleshooting was performed. Customer was not able to see the "start line" on the lead screw. This prevented further testing. Histories were able to be retrieved during the return call. The alarm history showed that on several occasions the unit alarmed no delivery.